Event description:
A patient specific prescription form has been received, requesting a revision device due to aseptic loosening.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form has been received, requesting a revision device due to aseptic loosening.

Manufacturer narrative:
Reported event: an event regarding loosening, involving a patient specific, distal humeral replacement, humeral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for distal humeral replacement which was inserted on (B)(6) 2014. The surgeon reported aseptic loosening of the humeral stem. The CT image provided shows gross radiolucent lines along the stem mainly between the cement mantle and bone, some between the cement mantle and the stem. The surrounding bone has undergone resorption and remodelling. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.